Event description:
It was reported that the lead was repositioned due to patient discomfort. After closing the pocket, the device shocked the patient, displayed noise on the egms and vibrated. The device could not be interrogated successfully, and the device reported in backup vvi mode. The device was still on when the physician used cautery to close the pocket. The pocket was re-opened and the rv lead was capped for increase in capture thresholds and decreased sensing.

Manufacturer narrative:
Na